Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the tip was not correctly aligned and it seemed they were scissoring. No further information was provided by the hospital.

Manufacturer narrative:
UDI (B)(4). One forcep was returned for evaluation with scissoring observed. On (B)(6) 2019, the forcep was visually inspected to check for tip alignment. The tips were misaligned. Therefore, this complaint is confirmed. However, the root cause is unable to be determined. The complaint condition was replicated. The device did contribute to the complaint condition. The device did not meet specification. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue was confirmed.

Event description:
N/a.